Event description:
Health care professional reported inconsistent citrated aptt results with a hemochron signature plus microcoagulation system. The patient was being treated with an unfractionated heparin intravenous infusion for leg trauma. Four repeated citrated aptt test were performed with varying results; the differences were >10%. No adverse events were reported.

Manufacturer narrative:
(B)(4). Method: the actual device was not evaluated. Process evaluation was performed. No related were ncrs identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Result: no results are available as no evaluation of the device was performed by itc. Conclusion: the device was not returned to the manufacturer. Customer was advised to mix specimens well before each test performed. The customer will randomly conduct repeat tests to assess system performance. The customer declined to have the instrument returned for evaluation. This hemochron signature plus microcoagulation system with citrated aptt cuvettes remains in use without further performance allegations. Itc has requested all data required for form 3500a.